Event description:
Two years ago pt got some compensation from a car accident. So they thought they would get eyes lasered. Eye site is +5.00 so pt could not have this done. But they gave pt an alternative phakic implant. Pt had it done. The only thing they said was they can't guarantee full eyesight. Pt still will need reading glasses as pt gets older. Pt changed opticians and was told that they had a tear in eye and to go back. Pt is frightened to rub her eye in case this lens came out. Pt went back. They told them the clip had come off and they would have to put it on and be careful. Pt made an appointment to go to facility. The day before pt was to go facility rang to asked how pt was paying for the treatment. Pt was so shocked pt just said that it was some thing you needed to put right and pt did not know they had to pay for it. Pt rang the surgeon and said that he did not tell pt they had to pay. He said leave it with him and he will sort it out. He came back and said the best he can do. Pt went to facility and went to write the check out and was told they would only except a check 7 days before the treatment. Pt paid on debit card. Pt had the treatment done and eyesight is much worse, pt went back to opticians and she said the tear is still there and vision is worse. Pt went back to facility and told them this and he said the tear should be there and it is ok. For vision he said he could do laser treatment on it but didn't recommend it, "have your right eye done and your vision will be fine. But wait till the stitches come out." Pt said they can't afford laser treatment. He said dont worry about the money. Pt can't see out it like they used to. Pt was going to go and be a driver instructor but will fail the eye test. Pt feels like they are being taken for a ride and they don't know who to turn to. If pt waits till they have the stitches out and eyesight is still bad facility will say they will not do anything to it, as it is out of the guarantee of 3 months.